Event description:
It was reported that the battery and lead wires were superficial as the patient had lost weight, approximately 20 pounds since implant. It was noted that a surgical consultation was planned for (B)(6) 2014. No patient symptoms or complications were reported. It was further reported that both the lead and pocket would be revised, but the date of revision was pending cardiac clearance. It was noted that the stimulation was still effective but the battery and wires were both still superficial since weight loss. The patient was still using therapy and receiving effective therapy regardless of the lead position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a revision was done. The impedances were all normal pre operation. Post operation impedances were noted with 10-15 elevated. The connection to the battery was checked and the reading was the same. The lead revision was completed on (B)(6). The pocket was revised and the lead was not moved but the wires were buried deeper. The lead measurements prior to the revision were all normal but intraoperatively and after lead disconnection electrodes 10-15 were greater than 15,000. There was no change after they were reconnected. The cause of the issue was not determined. Impedances were rechecked and the lead was disconnected and checked with the "mlts" and the reading was the same. The patient was programmed and receiving effective stimulation.